Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer that had been receiving dilaudid and fentanyl, concentration, dose and therapy dates not reported, via an implantable pump. The indication for use was not reported. The patient reported the pump got infected. The patient had pain and the pump appeared tilted. The patient saw the healthcare provider who took the pump out and moved it; an MRI was performed to check the catheters. Device information, other medications the patient was taking at the time of the event, pertinent medical history , indication for use, the cause of the pump tilting and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.